Event description:
It was reported during a shoulder procedure using a firstpass suture passer, the sutures came off of the firstpass handle. This event caused a thirty minute surgical delay, after which, the procedure was completed successfully with a back up device. There were no pt complications reported as a result of this event.